Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient noticed the day of the report that their therapy was off and they had been "having issues with going to the potty for a while." They clarified the event date as the day of the call. They stated they had not turned their therapy off, but that their ins battery level was at 10% today before they charged their ins. They charged their ins fully to 100% today, and stated they usually did not let their ins go below 30%. They confirmed on the call that their ins was fully charged. The patient was walked through closing out of the recharging application and it was reviewed how to connect with the ins in the correct patient application to turn therapy back on. Once the patient connected with the ins on the call, they reported receiving a power-on-reset (por) message. They dismissed the por message and following this, successfully turned therapy on at 1.9 volts and confirmed they were feeling stimulation comfortably. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient. They reported that it was unknown if the sudden symptom issues and stimulation being turned off was caused by normal ins battery depletion, but it happened again that month. It was unknown if the cause of the power on reset (por) was due to the rechargeable stimulator's battery draining/low battery.